Event description:
Additional information received reported the patient was not reporting symptoms at the time of the original report. The patient was "doing fine following catheter revision and everything was stable".

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function. Analysis of the returned partial catheter revealed a broken catheter body.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine/ prophylactic pump replacement (pump eri-elective replacement indicator 3 months) they could not get csf (cerebrospinal fluid) backflow through the existing catheter. Upon further exploration catheter was found to be fractured just beyond anchor. The distal segment retracted into intrathecal space and could not be retrieved. A new catheter was placed. Following replacement the dose of gablofen was decreased. It was indicated that patient was admitted; was without injury.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.